Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was getting suspend when sensor glucose was low but blood glucose was high. Customer¿s blood glucose was 349 mg/dl and sensor glucose was 71mg/dl at time of incident. Customer also states that blood glucose customer states that difference between sensor glucose and blood glucose was not within the acceptable range. Customer reports that they had air bubbles in tubing which was 2inch in size. Product will not be return for analysis.